Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). The patient's father reported that the cannula from an infusion set stayed in his daughter's body and the infusion set was inserted about 3-4 weeks ago before this report. She indicated that the site looked infected and two weeks before this report, she was prescribed antibiotics by the doctor. But, the infection reappeared again, and the doctor performed surgery under local anesthetic. The area was cleaned, and a piece of plastic was removed from her body that was curled up in a ball. When the piece of plastic was removed it springed back straight and it was the cannula of the infusion set that was stuck inside the skin. The doctor gave her new antibiotics. The samples of discharge from the wound were sent to a lab. No further information available.